Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving and unknown drug, dose, and concentration via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported patient had her pump removed as it was not working properly. No patient symptoms reported. No further information was available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.